Event description:
Health professional reported a left side with exposure, infection, capsular contracture baker grade IV plus pain and swelling. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events infection and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and infection.